Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding- general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, back surgery (l4/5 discectomy/laminectomy), cervical conization, carpal tunnel decompression, spontaneous abortion, epigastric pain, terminal ileitis, allergic rhinitis, low back pain, degenerative joint disease, trochanteric bursitis, enteritis, burning micturition, pyelonephritis, flank pain, groin pain, cystitis interstitial, water retention, nabothian cyst, bacterial vaginosis, menopausal, sleepiness, hypertension, sciatica and hypoxemia. Concomitant products included buspirone, buspirone hydrochloride (buspar), citalopram, cyclobenzaprine, diclofenac, gabapentin, ibuprofen, ketorolac tromethamine (toradol), levonorgestrel (mirena), levothyroxine, macrogol 3350 (miralax), ondansetron, ondansetron (zofran), oxybutynin, oxycodone hydrochloride;paracetamol (percocet), paracetamol (acetaminophen), polyethylene, prednisone, probucol (lipomal) and tramadol. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), urinary tract infection ("bladder/urinary problems : urinary tract infection"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("psychology injury / depression") and anxiety ("anxiety") and was found to have uterine leiomyoma ("tumor/teratoma/cancer: fibroids"). In 2014, the patient was found to have the first episode of weight increased ("other injuries/symptoms:weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), hypersensitivity ("claiming allergy: other") and amnesia ("neurological conditions or problems:/ neurological conditions or problems: memory loss") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain, urinary tract infection, vaginal haemorrhage, menorrhagia, uterine leiomyoma, the last episode of weight increased and amnesia had resolved, the hypersensitivity outcome was unknown and the depression and anxiety had not resolved. The reporter considered abdominal pain, amnesia, anxiety, depression, dyspareunia, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding,psychology injury,urinary tract infection, neurology condition, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2013: total bilateral occlusion. Pathology test: on an unknown date: diagnosis: uterus with cervix and fallopian tubes, total hysterectomy and bilateral salpingectomy: cervix: benign nabothian cysts. Endometrium: inactive. Myometrium: leiomyomas. Uterine serosa: unremarkable. Right fallopian tube: no significant histologic abnormality. Left fallopian tube: no significant histologic abnormality. Uterine weight: 163 grams. Negative for malignancy. Gross: the posterior aspect of uterine body bulges slightly more than anterior aspect. Endocervical mucosa displays five cysts ranging from 0.2 to 1.0cm greatest dimension. Cysts contain clear mucoid material. Myometrium contains four well-circumscribed tan-white, whorled nodules ranging from 1.0 to 2.2cm greatest dimension. Two of the nodules display focal areas of hemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Other relevant history and lab data updated. Events: abnormal bleeding vaginal, menorrhagia, depression, anxiety, tumor/teratoma/cancer: fibroids, weight gain, neurological conditions or problems:/ neurological conditions or problems: memory loss were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding- general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), hypersensitivity ("claiming allergy: other"), psychological trauma ("psychology injury"), urinary tract infection ("bladder/urinary problems : urinary tract infection") and nervous system disorder ("other injuries/symptoms: neurology condition /problem") and was found to have weight increased ("other injuries/symptoms:weight gain "). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain and urinary tract infection had resolved and the hypersensitivity, psychological trauma, weight increased and nervous system disorder outcome was unknown. The reporter considered abdominal pain, dyspareunia, genital haemorrhage, hypersensitivity, nervous system disorder, pelvic pain, psychological trauma, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for bleeding,psychology injury,urinary tract infection,neurology condition,weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test:results of confirmatory test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Injury nos replaced with new event pelvic pain. New events dyspareunia, abdominal pain, general abnormal bleeding, allergy were added. Lab data was added. Patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.